Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from two cartridges. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to manual injections for insulin therapy.